Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The returned device had a broken collar attachment prong. Collar and black sheath could slide completely off device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when excessive and/or improper force is exerted on the collar beyond full deployment point. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic nephrectomy, while they are preparing the device to be used on the patient, reporter noted that the collar of the device was broken, it would not lock at all and disengaged from the shaft. Another device was opened, but the l hook was very stiff and difficult to be taken in and out smoothly (there was frictional resistance). While the reporter was operating the second device, the collar of the device broke and l hook could not be locked (there was still resistance). A third device was opened to complete the procedure. There was no patient injury.